Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experience low blood glucose. Customer's blood glucose level was 42 mg/dl at the time of incident. Customer's blood glucose level was 112 mg/dl at the time of call. Customer stated that this was because they were out of auto mode and their basal rates kicked in. Customer stated that they were treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they recently diagnosed with gastro-paresis. Customer declined the troubleshooting. The device will not be returned for analysis.